Event description:
It was reported that used between (B)(6) and (B)(6). Damage confirmed on (B)(6) and check was done for chemical leakage from about 2 cm from the damaged wing toward the tip of the catheter and confirmed leakage of drug solution when administering drug solution from red route. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. One 3fr sl powerpicc sv was returned for evaluation. During the investigation of the returned sample a defect or damage was not found. The sample was flushed and pressurized without a leak observed. Due to not being able to reproduce the complaint, this investigation is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that used between 1/11 and 1/19. Damage confirmed on 1/19 and check was done for chemical leakage from about 2 cm from the damaged wing toward the tip of the catheter and confirmed leakage of drug solution when administering drug solution from red route. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.